Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19 oct 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19oct2015. This medwatch has been sent to record information sent in duplicate report 9617229-2019-19548 and we are consolidating it to this report. Correction: aware date of the initial medwatch is 10/23/2019 (instead of 10/24/2019). The events of capsular contracture grade iii and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade iii, deflation, and "inflamed lymph nodes".

Event description:
Healthcare professional reported right-side "deflation", "pain", "tightness", "capsular contracture, baker grade iii", and "implant exchange from textured to smooth due to concerns with the device". Patient reported "inflamed lymph nodes", "fatigue", "itchy breast skin", "deflation",the device has been explanted. Treatment: device explant, total capsulectomy.